Event description:
(B)(4). Update: removal surgery (tubes/coils only) (B)(6) 2014. The uterine fibroid discovered @ that time is still causing ongoing pain, so hysterectomy was suggested/discussed by obgyn. Some "post essure" health issues resolved immediately after essure removal. Some issues briefly resolved but returned including previously reported health issues (high risk glaucoma due to narrow angles, dental issues, numbness/tingling/"coldness" in extremities, headaches, nerve pain, cervical/ thoracic/lumbar pain, gi issues, etc.)

Event description:
(B)(4). Weight loss ((B)(6) lbs to (B)(6) lbs), pelvic/abdominal/hip/back pain, daily migraines, painful heavy menses, painful intercourse, costochondritis, severe fatigue/brain-fog/malaise, nausea/dizziness, acid reflux, strep a, peritonsillar abscess, renal cyst, fibroid, bowel and bladder issues, frequent utis, high risk glaucoma (narrow angles), vision deterioration, dry eye, dental issues, fibromyalgia, sciatica, accelerated osteoarthritis, tinnitus, metal taste, surgical and interventional procedures, etc.